Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD), experienced an inappropriate shock. The device was programmed to a monitor only vt-1 tachy zone in a 3-zone configuration. This configuration in the device misinterpreted an arythmia in the vt-1 zone and the detection enhancements did not prevent the device from treating the patient and in turn therapy was inhibited. A boston scientific technical services (ts) consultant was contacted and a data disk was sent in for review. The ts consultant discussed that if a tachycardia starts in the vt-1 zone, and accelerates, detection enhancements will no longer be available due to the redetection. The physician elected to reprogram the device to a 2 zone device by eliminating the monitor only zone. Therapy was not exhausted and no additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.